Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore ejecting through the shooter. The lens was removed with no patient injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Evaluation: method - (other): injector lot number search; cartridge lot number search. Results - (other): visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of reddish residue. A lens work order search was performed, and no similar complaint was found. An injector lot number search and a cartridge lot number search were performed, and no similar complaints were found in either lot number search. Conclusions - (other): based on the complaint history, work order search, lot number searches, and the evaluation of the returned product, the most likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.